Event description:
The customer reported that the loudspeaker is defective. There was no allegation of a death or serious injury.

Manufacturer narrative:
(B)(4). The customer reported that the loudspeaker is defective and the device issued a speaker malfunction inop. There was no allegation of death or a serious injury. When there is a loss of audio, the device is designed (as documented in the risk mgmt summary (rms)) to generate a "speaker malfunct." Inop. It is considered that the inop would make the issue immediately obvious to users during close observation of the pt. The importance of using the monitoring equipment in conjunction with close personal observation of the pt is stated in the product labeling. The labeling (intellivue x2 multi-measurement module, instructions for use, part number 45364208381, page 57) describes personal surveillance: "warning - do not rely exclusively on the audible alarm system for pt monitoring. Adjustment of alarm volume to a low level or off during pt monitoring may result in pt danger. Remember that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment." This would allow the user to implement alternative methods of monitoring (if not already applied) per hospital protocol, and/or to troubleshoot the monitor. The visual inop, together with the above product labeling, is considered as a sufficient migration of risk from a loss of audio. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.